Event description:
During a turp procedure, the dr was using this unit and the pt's bladder was punctured. 'No verification that this unit caused the incident, all accessories that were being used were discarded' per user facility. The facility bio-med dept checked out the unit and found nothing wrong with the unit. Surgical intervention to repair the bladder puncture was performed immediately, extending the surgical time ninety mins. Dr continued using the unit during the remainder of the procedure with no further problems. Pt was discharged from the hosp several days following the procedure.